Event description:
The customer stated the device is having low battery messages with new and fully charged battery. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation of the investigation.